Event description:
It was reported by the clinician that the valve/stopcock separated from the tubing while still in the package. As a result, it was not used.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.